Manufacturer narrative:
The philips bench repair technician (brt) determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The speaker was replaced, and the device was returned to the customer. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating during evaluation at bench repair, it was identified that the device displayed a speaker malfunction and was completely out of sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.